Event description:
It was reported that during a case it was observed that blade of the cutter unit had broken into the joint of the pt. It was further reported that the metal could be removed from the pt. Further, because of this issue, there was a delay of approx 15 mins, but there was no pt harm.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.